Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the tube connecting the pump and left cylinder. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the tube connecting the pump and left cylinder. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Based on the information available and analysis results, the reported tubing crack was not confirmed.